Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-dec-2022 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no dev rtn to MFR? No. Mfg date: 01-jul-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), on the third deployment the patient experienced tamponade from a perforation. The physician performed a drain on the tamponade. The leadless ipg was implanted and remains in use. No further patient complications have been reported as a result of this event.